Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. It was reported the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gram, intraperitoneal, 1dose given), amikacin injection (150mg intraperitoneal) and meropenum injection (1gram, intraperitoneal) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6, b7, d10, e1, f10, h6 and h11. Correction: b2. B5: upon follow up, it was reported the peritonitis was bacterial. It was reported that the cause of the peritonitis was break in aseptic technique. The breach was not further specified. It was reported that the amikacin and meropenem were given once daily. On an unknown date, the patient was discharged from the hospital. It was reported that the patient recovered from the event on an unknown date. Retraining for break in aseptic technique was done. Should additional relevant information become available, a supplemental report will be submitted